Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned pacemaker conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - no tightening marks were seen on the atrial and ventricular setscrew tips indicating that there is no contact between the subject pacemaker and both leads or not enough to allow any pacing/sensing - based on the available information, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Event description:
Reportedly, after the change (disconnecting the leads, attaching the new device and connecting the leads), the pacemaker did not pace according to the physician.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after the change (disconnecting the leads, attaching the new device and connecting the leads), the pacemaker did not pace according to the physician.